Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) who reported that the patient had little success with the pump and felt like it was associated with multiple symptoms, including feeling cold, sweating, general malaise. The patient had used higher doses and then started decreasing after little improvement with the high doses. The settings had been adjusted many times and a dye study was completed. On 2022-sep-02 the patient reported an event that occurred following the pump refill. The patient felt drunk, ataxic, slurred speech, and had no pain. That only occurred once and only lasted a couple of hours. It occurred directly following a refill with an increase in fentanyl concentration. The pump error logs were reviewed and no errors were identified. Status post intrathecal pain pump dye study that was on 2023-jan-27, csf was easily aspirated. There were no kinks, leaks, or migration identified. The plan was to switch medication from fentanyl to hydromorphone and if no improvements were seen, to decrease and discontinue the use of the pump. On (B)(6) 2023, the patient went into hcp office for a pump refill, where fentanyl (8,000 mcg/ml, 384 mcg/day) was going to be removed and replaced with hydromorphone (3 mg/ml). The procedure was completed in the usual fashion with ultrasound localization of the pump, aspiration of the reservoir, and injection into the reservoir. No reprogramming had occurred at that time. Directly following the procedure the patient felt "weird". She asked if she should be feeling any changed already; which she shouldn't of. Her speech became more confused. Within the next one to two minutes, she went apneic, and became unresponsive. An ambu bag and supplemental oxygen at 15 lpm were used to provide positive pressure ventilation (ppv). Ems was called. Narcan was administered intranasally. The patient's spo2 dropped to 70's for less than a minute, and improved to 91 and then to 97 with ppv. The patient's blood pressure was stable throughout. The patient's heart rate decreased down to 40 bpm. Intubation kit was prepared, but she became responsive after second dose of narcan intranasally. Positive pressure support was continued. Util izing sterile technique, the reservoir was accessed and 19 cc of hydromorphone were removed, and replaced with normal saline. The pump was reprogrammed at this time with the saline entered. Ems was instructed to bring the patient to the ER for monitoring and potential narcan drip. Prior to leaving on the stretcher, the patient was able to breath without assistance. The hcp's concern was that the pump delivered an unknown amount of fentanyl during the pump refill. The hcp stated the missing hydromorphone 1 cc from the reservoir was likely artifact and would be near impossible for hydromorphone 3 mg in the pocket to cause severe, rapid onset of apnea.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (company representative, healthcare professional) regarding a patient receiving fentanyl 10,000 mcg/ml and dilaudid 3 mg/ml (doses unknown) for non-malignant pain via an implantable pump. It was reported a few months ago the patient had a refill and a few hours later they reported feeling odd, high, or intoxicated. On (B)(6) 2023 the patient had another refill and shortly after the physician refilled with a new concentration the patient felt funny, became apneic, required narcan, and mechanical ventilation. It was reported the patient was sent to the hospital. The physician stated they aspirated all of the reservoir minus 0.5ml-1ml and filled with saline. The physician was concerned the patient got a bolus of the fentanyl. It was reported no programming error or pocket fill occurred. A possible explant would be discussed as well as sending the pump back for analysis if explanted.